Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in a moderately calcified proximal left anterior descending artery. During an unspecified inflation with the 2.5 x 12mm nc quatum apex monorail balloon catheter, the balloon burst at 12 atms. A hole in the balloon was observed, so they removed the balloon and successfully completed the case with rotational atherectomy. No patient complications were reported and the patient's status is okay.